Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty was performed with a non-medtronic 26 millimeter (mm) balloon. Following insertion of the delivery catheter system (dcs) into the patient, while attempting to cross the native valve, the nose cone buckled. An additional attempt was made to cross the native valve, however the dcs was unable to advance further. Subsequently, the system was withdrawn from the patient, and a second valve and dcs were opened. A snare was utilized to guide the second dcs, and the valve was successfully implanted. Per the physician, the patient's calcification and bicuspid native valve contributed to the advancement difficulty.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-34}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date: {n/a}, explant date: {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.